Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support in resetting the pump, and after the reset, the malfunction did not recur, allowing the customer to continue using the pump. Technical support advised the customer to call back if any further malfunctions occurred, and the customer acknowledged this guidance.